Manufacturer narrative:
The positioning sensor unit (psu) was returned to the manufacturer for analysis. Analysis found that the returned psu powered up without the fault light on but it came on after a short time. A check of the event log showed a history of intermittent illuminator current low. Otherwise, the psu passed an accuracy test (aak) at 0.10 mm with a passing threshold of 0.35 mm. Analysis found that the reported event was related to an electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: patient identifier updated to correct value. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera logs showed an illumination error and the amber light was on. The camera was replaced, and the issue resolved. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a posterior fusion procedure. It was reported that intra -operatively, the amber light on the camera was present. The site continued the case using the camera, but alleged that they were inaccurate by one millimeter. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay due to this issue. A manufacturer representative provided a picture of the logs and they indicated a illuminator error.